Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) was consulted and recommended the device be replaced and sent to boston scientific for analysis. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update information in sections b5 and h6.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) was consulted and recommended the device be replaced and sent to boston scientific for analysis. This pacemaker remains in service. No adverse patient effects were reported. Upon receiving additional information, it was reported that this pacemaker was explanted and replaced. This pacemaker was returned to boston scientific and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) was consulted and recommended the device be replaced and sent to boston scientific for analysis. This pacemaker remains in service. No adverse patient effects were reported. Upon receiving additional information, it was reported that this pacemaker was explanted and replaced. This pacemaker was returned to boston scientific and no adverse patient effects were reported.